Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 23:20:29. During night drain cycle 10, the patient's ultrafiltration reading was 2406ml, indicating the home patient (hp) drained 1606ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. The device was visually inspected and functional testing was performed. The cause of the event was undetermined. Should additional relevant information become available, a follow-up report will be submitted.